Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure a femoral artery was attempted using a proglide device with a 7f sheath after an interventional iliac procedure. Reportedly, when pulling out the plunger, no suture was attached to the needles. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached to the needles when the plunger was removed¿ was confirmed as a needle to cuff miss. In addition, analysis of the returned device found a posterior needle tip and foot separation. The detached needle tip and foot were not returned with the proglide device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.